Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the ventricle lead failed to capture. The lead was not used and replaced. The patient was in stable condition.